Event description:
It was reported that during use, the foot switch would not respond when compressing the foot pedal. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
No medwatch was received from the user facility. All sections on this form completed by the MFR. The foot switch was received for eval and the reported problem of the foot pedal not responding was confirmed. Further investigation found that the foot switch would activate on its own. An investigation of this failure mode is still in process. The failure mode will continue to be monitored. There are no injuries associated with this failure mode.